Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon eval, the side-side (ss) and front-back (fb) ECG signals were isolated to an intermittent -5v wire in the cable connecting the distribution node (dn) to ECG b. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted from the damaged electrode belt. The pt was issued a replacement electrode belt.

Event description:
The daughter of a (B)(6) male contacted zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement electrode belt.